Event description:
The facility reports while lifting a pt from the wheelchair, the lift only went up a little. When the carers reacted by lowering the pt, the jib fell onto the upper leg of the pt. The pt suffered bruising to the upper right leg.